Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device manufacture date: unknown. No lot # provided. Initial reporter zip: (B)(6). Results: a sample or photo is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that microtainer sst gold "ts ¿ edta - 365956 - incorrect results".